Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. Manufacturing review was performed on the products shipped to the patient for a 3 month time frame which preceded the event date. This review included lot numbers for all cycler sets shipped to this account within the selected time frame. The set of lots have been sold and distributed. The user guide states as a warning before starting treatment, you must use aseptic technique as directed by your pd nurse to prevent infection. At this time the reported incident could be attributed to end user error in accordance with the complaint description. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in progress and final quality control testing met all requirements. Product lots involved met all specifications for release. A physical evaluation could not be performed, a definitive conclusion could not be reached and cause could not be confirmed. There is a temporal relationship between pd therapy utilizing the liberty cycler set and the event of peritonitis with hospitalization. There is no documentation in the file to show a causal relationship between the adverse event and use of the cycler set. There is no allegation of a cycler set defect reported. Culture results are not available; the patient reported that his puppy chewed on the dialysis lines resulting in a breach of aseptic technique. Patients utilizing pd therapy are cautioned to keep animals out of the room where exchanges will be performed. Peritonitis has been known to result from pets chewing on the tubing or catheter itself. Based on the available information, no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2022 this male peritoneal dialysis (pd) patient reported he was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic for a routine visit on (B)(6) 2022. The patient¿s lab draw resulted with an elevated white blood cell (wbc) count (value not provided). The patient was sent to the hospital and admitted with a diagnosis of peritonitis. The patient¿s antibiotic regimen is unknown. The patient had his pd catheter (not a fresenius product) pulled (date unknown) and was transitioned to hemodialysis (hd). The culture results were unknown as they were pending results from the pd catheter tip. The suspected cause of the peritonitis is a breach in aseptic technique. The patient told hospital staff that his puppy had been chewing on his dialysis lines. No additional information pertaining to the hospitalization was available. The patient was discharged to a rehabilitation facility on (B)(6) 2022. Upon discharge from the rehab center, the patient will be transferred to a new dialysis center closer to his home for in-center hd therapy. It is unknown if the patient will return to pd therapy.